Event description:
A cna was moving the linnen cart in the hallway, caught foot on metal bar protruding below the cart. Laceration of 1 1/2" to the top of her right foot with immediate swelling and bruising. Employee was seen at the emergency room and area was cleansed and dressing applieddevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: other. Service records not available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: invalid data. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device repaired and put back in service. The device was not destroyed/disposed of.